Event description:
Dr. Went to push back handle to curve wire when grasping device it malfunctioned and would not enable wire to bend. Device was removed from catheter and new device (tip deflector) was inserted. The tip deflector remained on the catheter during this occurrence. There was no harm to the patient.